Event description:
Urolift implants were placed in through urinary tract. Was told removed same way. Md informed me he has never reversed procedure and must be surgically removed. Became immediately chronic. Infected and hospitalized to save life. Painful device prevents use of numerous prescribed meds, and otc product can't use many antibiotic meds to fight infection and feel product and / or removal would be life threatening. FDA safety report ID# (B)(4).